Event description:
It was reported that during implant of the left ventricular lead, the patient experienced diaphragmatic stimulation upon the lead dislodging. The lead was no longer used and replaced.

Manufacturer narrative:
(B)(4).